Event description:
The reporter indicated a 12.6mm micl 12.6 implantable collamer lens became stuck in the cartridge and the back-up lens was implanted. Additional info has been requested, but none has been forthcoming. If additional info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Eval: method (other): lens work order search. Results (other): visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid and there was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).